Manufacturer narrative:
Sv 3.0b pump received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had the screen was cracked and burn marks on the insulin pump. The blood glucose at the time of the incident was 187 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.